Event description:
It was reported that this right ventricular (rv) lead exhibited noise for a brief period. No adverse patient effects were reported, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).